Event description:
The patient came in 1 year and 7 months after the primary surgery reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the competitor's head and medacta liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 november 2021: lot 1904356: (B)(4) items manufactured and released on 17-06-2019. Expiration date: 2024-05-29. No anomalies found related to the problem. To date, all items of the same lot have been already sold without similar reported event.